Manufacturer narrative:
Product ID 8709, serial#(B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID 8596 serial# (B)(4), implanted:(B)(6) 2007, product type catheter. (B)(4).

Event description:
It was reported that the pump was being replaced due to eri (elective replacement indicator) and the patient had needed an increased dose. The patient was experiencing an underdose symptom of increased spasticity. They were unable to access the cap (catheter access port). The physician suspected a catheter revision was needed. Upon opening the pocket, the physician realized that the proximal segment of the catheter was kinked. After unkinking it, they were able to easily aspirate csf (cerebrospinal fluid), so the catheter was unchanged and connected to a new pump. The patient status was reported as ¿alive - no injury¿. The pump was delivering lioresal. It was later reported that prior to replacement the pump was delivering 106.1 mcg/day using a flex dosing mode. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received and it was reported that an x-ray was done on (B)(6) 2013 and no discontinuity of the system was noted. In preparation for the end of battery life replacement, side port access was performed on (B)(6) 2013 and there was no flow through the side port. In the or (operating room), scarring down of the catheter was noted. The catheter was occluded. A resection was done and then the flow returned. The patient recovered without sequela.